Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that she had a loss of therapy. The implant was not controlling her bladder like it used to and the patient did not feel stimulation. However, it was noted that the device was off. Patient services helped the patient turn her device on and the patient then felt stimulation and the situation was resolved. The device was set at p3 @ 3.6v. It was noted that the patient used the programmer last week and must have turned the device off at that time. Additional information received from the consumer reported that she again had a loss of therapy and would like to have the device explanted. The device was not helping with symptoms and the patient had a lot of pain down her legs and back. The patient worked with a rep regarding this, but did not remember when she first notified anyone of this issue. Approximately 4 months later, the consumer reported that they had a return of symptoms. Patient does not currently have a managing physician. She turned stimulation off and had a return of symptoms. She had incontinence because she has turned stimulation off. Event date was (B)(6) 2015. She had called back in (B)(6) 2015 regarding the severe pain in her legs. She had stimulation off since then. She was considering keeping the implant and would like to find a doctor in the area that works with the implant. The patient later reported a return of symptoms. Reprogramming and turning stimulator off was already performed. There were no trauma/falls reported that could be related to this issue. The issue was not resolved. Turning it off the first time made the pain lessen a lot. But turning it off this time had done nothing. Patient turned it back on (B)(6) 2016 and turned it off this most recent time, (B)(6) 2016. Symptoms reported were leakage and pain. Location of symptoms reported were severe pain in legs, hands and arms. The patient consider this a sudden change in therapy/symptoms. Event date was (B)(6) 2013. She stated as 6-8 months after implant leakage and pain began. An unknown representative came out for reprogramming 6-8 months after implant. Patient also states her general health has been declining for the last 3 years. Patient also stated she wants device removed. The indications for use for this pati ent were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information received april 14, 2016 via the consumer reported the patient had decided to take her interstim out but her managing physician indicated he knew nothing about it so she had not wanted him to take it out. It was indicated the patient had experienced a loss/change of therapy. Since getting the interstim, the patient's health had gone downhill. She used a walker, could not drive, thought her device was pressing on her nerve, her memory was gone, and she had to take so much medication. It was indicated the patient saw a healthcare provider for her heart.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.